Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and noise and oversensing was observed. This impedance value was registered only one time, evaluation of the system was performed and at that time, all measurements were withing normal values. X-rays were also performed with no conclusive evidence. Reprograming of the device was performed and further follow up with the patient was discussed. This lead remains in service. No further adverse patient effects were reported.